Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 3 mg/ml dilaudid at a dose of 0.15 mg/day via an implantable infusion pump for spinal pain and failed back surgery syndrome. It was reported that after the patient's implant on (B)(6)2017, the patient's wife found him unresponsive in bed on the morning of (B)(6) 2017 (snoring but would not awaken) and called 911 who instructed the wife to start CPR. The patient was taken to the hospital and admitted to the intensive care unit (ICU), initially on CPAP but then intubated as a precaution when narcan infusion was started (in case the patient vomited and aspirated, so ventilator was preventative only). The patient's wife did not think the patient took any meds or doses he was not supposed to (tox screen pending). The ICU physician thought the patient had respiratory arrest only, not cardiac. The pump implant programming was checked and was correct (simple continuous of dilaudid 3 mg/ml at 0.15 mg/day with patient activated doses of 0.015 mg q 1 hr. X 10/12 hrs., max 10). The patient had tolerated a single-injection intrathecal trial dose of 0.1 mg with only slight itching. An environmental/external/patient factor that may have led or contributed to the issue was non-compliance with CPAP for osa, polypharmacy. As an action/intervention the pump was set to minimum rate the morning of (B)(6) 2017 and the patient was still responsive at that time. The evening of (B)(6) 2017, after the patient was intubated and on narcan infusion, all drug was removed from the pump reservoir, pump tubing, and catheter. The pump was filled with preservative-free normal saline and set to minimum rate. The issue was not resolved at the time of this report and the patient's status was "alive- with injury". The patient had a history of respiratory difficulty with penicillin and one other antibiotic, but had taken keflex without problems, so that's what he was prescribed for one-week post-op. The patient was also prescribed oral oxycodone (dose unknown) for post-op pain, hydroxyzine prn for post-op itching. The patient's medical history included obstructive sleep apnea (non-compliant with CPAP).